Event description:
Pt suffered hypovolemic shock and a subgaleal hematoma due to the gesco vac-u-nate. In 1998 underwent surgery for sagittal stenosis due to the suction fracturing his sutures. Rptr spoke with the hosp and they did not feel it was their duty to report this. Rptr had read the report from the FDA dated 5/21/98 and is thankful someone is looking into this matter. However, rptr does not agree with the new england's journal of medicine, which came out earlier this month. Their study was from the years 1992 to 1994. Rptr feels more incidents have happened after 1994. Pt had to undergo surgery for sagittal stenosis in 1998 due to the vacuum extractor fracturing his sutures. Pt was in the intensive care unit for 5 days after his birth due to hypovolemic shock and a subgaleal hematoma. Today, his speech is delayed and rptr doesn't know what or if pt will have any learning disabilities.